Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 133.6090. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The stated issue of ala3 - alarms - error codes / messages ¿ error code 133.6090 (aiu_audio_ss = 133, main_speaker_failure = 6090) during initial device check-in and evaluation, the reported error could not be replicated. On 28-may-25 unboxed and paperwork was received. Report error code 133.6090 was unable to replicate. Root cause: low battery. Route the device to san diego repair center for normal processing. Recommend bd san diego repair center to with normal service process. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 133.6090. There was no patient involvement.